Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and retrieved the following additional information: the fragment was retrieved using a bowel grasper, through an assist port. All fragments were retrieved, which was visually confirmed. The retrieved fragment matched perfectly to the defected area of the universal seal. Additional surgery was not required to remove the fragment. No post-operative tests were performed. The surgeon is unsure of what caused the breakage to occur. The accessory was in use for two minutes before the issue occurred. The accessory was inspected prior to use and no abnormalities were found. The fragment was spotted just after initial entry of the instrument. The instrument was being used to grasp tissue. No functional issues were noticed before the issue occurred. The accessory did not collide with anything. There was no injury to the patient. The procedure was delayed for 5 minutes but was completed robotically.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure that a piece of rubber broke off of the cannula seal and fell into the patient's abdomen. The fragment was immediately removed from the patient without report of further impact to the patient. Intuitive surgical inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that a piece of rubber broke off of the cannula seal into the patient, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device, but the device has not been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if additional information is obtained.